Manufacturer narrative:
Diopter: +22.00 se/2.0; silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No, device not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found no lens in returned packaging. Conclusions code(s): based on the complaint history, work order search, a specific root cause of this event could not be confirmed. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl +22.00 se/2.0 diopter silicone single piece lens with toric optic. Lens tore during insertion into the patient's right eye. The lens was removed with no patient injury. A backup lens same model and size was implanted. The incision was not enlarged and no suture needed. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint.per medical review - reportedly, intraoperative lens removal/exchange was performed to address lens damage (tear) noted during insertion. A damaged iol was removed without incision enlargement or any other tissue damage. Another lens of same model and diopter was successfully implanted. According to the report, by a nurse dated on (B)(6) 2015, the cause of the event was unknown and there was no patient injury. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).